Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. The customer declined to perform further troubleshooting regarding the issue.